Manufacturer narrative:
(B)(4). The patient was reported to be ¿less than (B)(6) ¿ at the time of the event. The infant weighed less than (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector would not flow. The device was attached to the patient's central line. The reporter stated that the nurse was attempting to draw blood from the central line and was unable to flush through the device. The device was removed from the line to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.